Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables. The issue was resolved after using a different charging cable. Tandem technical support decided to replace the pump due to concerns about the charging connection.